Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation caused by the right ventricular (rv) lead. It was noted that the rv lead dislodged. Rv lead revision was performed, and the lead remains in use. No further patient complications have been reported as a result of this event.